Event description:
During a tlif, level l2-l5, procedure surgeon was tightening a locking cap with the t-handle t25 stardrive shaft and the tip of shaft broke off inside the locking cap. Surgeon did not remove the tip from inside the locking cap and it remains in the pt. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.